Event description:
Reporter indicated that a dell handheld computer's screen was freezing during interrogation. Reseating the flashcard and performing hard and soft resets did not resolve the issue. Product has been returned to the manufacturer for analysis.